Manufacturer narrative:
Follow-up #1; date of submission: 15-jun-2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The original complaint of a keypad response issue was unable to be investigated. Unrelated to the original complaint, moisture was observed on the display. The pump cover was opened and moisture was found on the printed circuit board and motor assembly.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.